Event description:
It was reported that the patient's implantable cardioverter-defibrillator (ICD) was oversensing the pacing pulses from the crt-p a day after procedure. The device was reprogrammed to resolve the issue. The patient was stable.